Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device lock out and would not fire (would not fire)? No. Or, was the firing handle advanced, but no staples were deployed (would not staple)? Yes the following information was requested, but unavailable: how was the procedure completed? The analysis results showed that one ax55g device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an colo-rectal surgery (open - laparotomy) procedure, the device didn't work properly, it hasn't stapled the tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.